Event description:
A medical professional was raising the table. It stopped and collapsed to the floor. A pt was on the table when the incident occurred. The pt and medical professional were not hurt.

Manufacturer narrative:
Examination of similar events indicates the drawer front was hanging past its intended position and the table was lowered onto it. When the table was lowered, the drawer front was pinched between the base of the table and the drawer until the pressure increased to the point that the drawer front broke. When the drawer front broke, the table dropped a few inches very quickly causing the cladding to break free and fall. The drawer front is designed to open as a shelf. It is also designed so that it can break away if a pt were to exit the table with the drawer in the down position. The drawer front must then be repositioned by depressing the tabs on its front. This process is described in the products user's guide. Failure to correctly reposition the drawer front can result in the type of damage seen with this table.